Event description:
User facility medwatch report (#(B)(4)) received, stating: describe the event or problem: did not deploy as expected when dr [redacted] used it. What was the original intended procedure: pq fenestrated endovascular aortic aneurysm repair 4 vessels with cook t-branch low profile (cook 34 mm x 22 mm x 200 mm, 4 branches, 10 cm of supraceliac coverage) using fors cook main body: cook 34 mm x 22 mm x 200 mm. Infrarenal bifurcated: cook 24 mm x 76 mm x 104 mm bifurcated unibody. Right iliac extension: cook 13 mm x 90 mm zt iliac limb. Left iliac extension: cook 13 mm x 122 mm zt iliac limb. Celiac stent: 6 mm x 59 mm vbx with 10 mm flare. Sma stent: 7 mm x 39 mm distal and 8 mm x 29 mm proximal vbx. Rra stent: 5 mm x 29 mm vbx distal and 5 mm x 59 mm vbx proximal with 8 mm flare. Lra stent: 5 mm x 59 mm distal and 6 mm x 39 mm vbx proximal reinforcement with 8 mm flare. Bilateral ultrasound guided common femoral access (r 18 fr, l 12 fr). Right brachial artery cutdown and exposure. Intravascular ultrasound of aorta and bilateral iliac arteries. Selective catheterization of celiac artery, superior mesenteric artery and bilateral renal arteries with angiograms with fors. Ultrasonographic and radiologic supervision and interpretation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of event estimated. Medsun report.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive action (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The subsequent treatment appears to be related to circumstances of the procedure. Factors that may contribute to the failure to deploy include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.